Manufacturer narrative:
Patient birth year is known, but month/date are unknown. PMA: updated as it was reported patient was implanted for dystonia. Implant date is month and year valid, but the exact date was not known. Concomitant medical products: product ID: 748266, serial# (B)(4). Implanted: (B)(6) 2009, product type: extension, product ID: 748266, serial# (B)(4). Implanted: (B)(6) 2009, product type: extension. Product ID: 3389-28, lot# d0838484k, implanted: (B)(6) 2009, product type lead product ID: 3389-28, lot# b0907286k, implanted: (B)(6) 2009, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and health care provider (hcp). Follow-up and troubleshooting occurred in clinic on (B)(6) 2019. It was noted the patient's ins was implanted on the front belly left side. No problems had been found with the stimulation and no actions had been taken. It was noted the patient would use the chromecast system more carefully, by not using it for several hours in a row, and would put the iphone 5 away on the table in front of the sofa. The patient was looking on 4 serial parts (45 minutes each) in a row which had been streamed down, when this occurred. After turning the tv system off, the blurred vision goes away in 1-2 minutes. The issue occurred twice prior to the patient contacting the manufacturer. The patient verified that therapy was on with the programmer and was confirmed to be at 1.95 v bilaterally. No further complications were reported. The patient was implanted with deep brain stimulation (dbs) for cervical dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was experiencing blurred vision when using their (B)(6). No further complications were reported or anticipated.